Event description:
Boston scientific received information that this product was part of a system revision as the device pocket opened after the sutures were removed, resulting in a risk of infection. The sutures were removed by the nursing home personnel without first consulting the physician of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.